Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. It is unclear whether the device was being used on or off the network. It will be considered that the device was in patient use when the issue was found. There was no report of a patient injury or harm.